Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified a fracture at the base of the metal cap. The outer coating at the base of the metal cap was melted. The glass cap exhibited some devitrification through the output window and detritus on the metal cap as signs of use. Due to the observed fiber fracture and the metal cap melting, the reported fiber overheat event was confirmed. The fiber was tested with hene (helium-neon) laser fixture, aim beam was present at the break location. The connector cone, segments, and tabs appeared in good condition and secured. The device passed a signature verification test. The control knob was attached and aligned with the fiber. It is likely that the fiber fracture occurred due to external mechanical force (stress) from the fiber handling technique contributing to the fracture near the proximal end of metal cap after some laser use. A review of device instructions for use (IFU) was performed. The instructions for use include detailed warnings for setup, inspection, and use of the device and provides multiple warnings for the user to prevent a fiber break or improper energy output. Based on the observed fiber fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that just before the end of a photoselective vaporization procedure of the prostate, a courtesy message was prompted on the console screen indicating that the fiber overheated. It was noted that the fiber tip was not cleaned during the procedure. A second fiber was utilized to complete the procedure without clinical consequences to the patient. The fiber was returned, and analysis found that the fiber was broken between control knob and distal tip.